Event description:
The company was informed that the pt's device was explanted due to no lock between the external equipment and internal device. The pt was reimplanted with another advanced bionics cochlear implant.